Manufacturer narrative:
Per -(B)(4) final report. No adverse event reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed, it was found that this device conformed to material and dimensional specification when manufactured. The reported failure mode in this case has been reported to corin previously and as a result of feedback from the field, corin have initiated a project to research a new design for this instrument, including a new thread. Based on this, corin now consider this case closed.

Event description:
The thread on a trinity std introducer / impactor handle is broken.

Manufacturer narrative:
Per -175 initial report. No adverse event reported. Additional information and return of the device has been requested to aid the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed, this device conformed to material and dimensional specification when manufactured. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer / impactor handle is broken.